Manufacturer narrative:
An invalid manufacturer lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces behind. She had to manually remove the remaining tampon pieces. She experienced a yeast infection, a burning, inflamed vaginal irritation and nausea and visited the health center at her school. She bought and went through two otc treatments. Her symptoms resolved.